Event description:
Rn was going to perform patient care and grabbed a glove. When placing the glove she felt wetness on the inside of the glove. Glove removed to find black "mold" "gooey" substance on her the inside of the glove and now her hand. She washed her hands prior to event and her hands were clean prior to placing the glove. Rn washed her hands afterwards and got new gloves. The box of gloves were removed from service.